Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the needle was found and the broken pieces were put in a bottle.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The returned needle was broken at the swaged end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the broken needle was determined to be a misuse of the product. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopically assisted vaginal hysterectomy while they were suturing the cervix closed, the needle broke and got lodged in the patient tissue. An x-ray was done during the procedure to locate the broken needle which led to a 30 minute extension. The patient was alive.